Event description:
Procedure: colostomy. According to the reporter: the jaws could not be opened and another loading unit had to be used. The surgeon removed resected tissue and made two flanking shots from two additional loading units.